Event description:
It was reported that the lifeband was not fitting tightly on underside of device. As a consequence, when board was being slipped under pt at lower back, the release lungs on the lifeband caught on the bed sheet. The lifeband became detached from the board making it inoperable. Another lifeband was not used to see if the lifeband was at fault. The device also displayed user advisory 45. No adverse event reported.

Manufacturer narrative:
Zoll medical corp has not yet received the device. A supplemental report will be submitted when the device is received and evaluated. No adverse event reported.